Event description:
During a ptca /stenting treatment procedure, the quantum maverick monorail 20/3.0 mm ballon ruptured at 16 atms on the third inflatin. The number of atms reached on the initial two inflations is unknown). The lesion being treated was a clacified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a balance 0.014" guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported, patient status is reported as 'good'.